Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that premature battery depletion was observed on the unused, packaged implantable cardioverter defibrillator. The device was not used.